Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 because the caregiver mistakenly severed the patients driveline. The pump was operating as intended until that accidental damage caused by cutting driveline. Device will not be returned for evaluation. No additional information provided.

Manufacturer narrative:
Section a2: corrected information. Section d4 and h4: additional information. Manufactures investigation conclusion: the report that the patient¿s driveline was severed could not be confirmed through this evaluation as (B)(4) is not available for analysis. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.